Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing. Hmag reference number: fsca-2026-05-03. FDA reference: res 99028.

Event description:
It was reported to hamilton medical ag, that: over the past several weeks, hamilton transport ventilators with the breathing circuit set (pn 260128 / ln 202423; qty: 3) generated "exhalation obstructed," "high peep," and "low vt" alarms when initiating ventilation on new patients. The reported issue resulted in delays in patient care within the emergency department, where these ventilators are routinely used for intubated patients. The ventilators are also utilized for transport of critical care patients. Most recently, during the night shift on (B)(6) 2026, the issue reportedly occurred on three separate occasions, resulting in delays in care for three critically ill patients. Patient involvement with no medical intervention was reported. No patient, user or third party harm was reported.